Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient presented to the hospital with exit block. Normal sensing was observed on the right ventricular (rv) lead but loss of capture was observed at high outputs. High out of range pacing impedances greater than 2000 ohms and noise oversensing was also observed. The noise oversensing led to pacing inhibition and greater than 6 seconds of asystole for this pacemaker dependent patient. A conductor fracture was suspected and a revision procedure was performed. The rv lead was explanted and replaced and this pacemaker remains in service. No additional adverse patient effects were reported.